Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the manufacturer's representative (rep) was suspecting over discharge. The rep stated that the patient was not able to charge their implantable neurostimulator (ins) and could not connect to ins with patient programmer. The rep initially those signs meant the ins was flipped, so the patient is currently having an x-ray but it was reviewed for the rep that even if flipped, the ins typically can still get 0-2 coupling boxes when charging. Rep was not with the patient to confirm any additional information at the time of the report. Prm (physician reset mode) process to pull the ins out of od if it is indeed in od was reviewed for the rep. Additional information was received from the manufacturer representative (rep) reporting that the overdischarged was confirmed. The issue was reported to be resolved.